Event description:
It was reported that cartridges were hard to install. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support follow-up and proceeded with renewal pump process, and no additional corrective action was documented.